Event description:
It was reported that the device failed during patient-set up. Tubing broke.

Manufacturer narrative:
Rec'd (1) vamp jr system. Tubing was completely snapped off from solvent bond joint with the z-site (sample site). There seemed no indication of excessive solvent at the bond joint.